Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 40 mg/dl. The customer stated that they were unconscious. The customer stated that they treated the low blood glucose with soda and the blood glucose went up to 500 mg/dl. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that the programming was adjusted by health care professional. The customer declined further troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.